Event description:
It was reported pegasus yel 24gax0.75in qsyte-capy had a leakage issue. The following information was provided by the initial reporter, translated from chinese: "tube leakage was found before puncture".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 9/15/2021. H6: investigation: a device history review was conducted for lot number 1019916. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample that was submitted by the facility, has been reviewed by our team of quality engineers. Functional testing of the device identified a leak, which originated from the middle of the catheter tubing. Closer inspection of the wounded region identified a small wound on the catheter tubing. The damage they observed was inconsistent with any known sources of tubing damage in the manufacturing line. A review of the retention samples was also conducted; the samples displayed no additional instances of non-conformance through a 45psi leakage test. Unfortunately, based on the available our engineers were unable to determine a root cause associated with the manufacturing process.

Event description:
It was reported pegasus yel 24gax0.75in qsyte-capy had a leakage issue. The following information was provided by the initial reporter, translated from (B)(6): "tube leakage was found before puncture"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.